Event description:
It was reported that the lead integrity alert (lia) triggered due to high impedances and increased short interval counts (sic) on the high voltage portion of the right ventricular (rv) lead. Further investigation of the lead exhibited fluctuating impedances, and it was determined that the pin of the high voltage portion of the lead was not fully inserted into the header. The lead will continue to be monitored and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the right ventricular lead integrity alert had triggered.